Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" in (B)(6) 2015. The patient's past medical history included multigravida, parity 2 (birth dates: (B)(6) 2013 and (B)(6) 2006.), spontaneous abortion (3), pre-eclampsia, dysfunctional uterine bleeding, colonoscopy in (B)(6) 2011, menarche (age:13 year), premature birth and stress incontinence, female. Concurrent conditions included obesity. Family history included malignant breast neoplasm (grandmother maternal), cerebrovascular accident (mother), heart disease, unspecified (father), renal disease (mother), thyroid disorder (mother) and uterine cancer (mother). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, 7 months 12 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy) and surgery (fractional dilatation and curettage/thermochroic iii endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, dysmenorrhoea, vaginal infection, cystitis, urinary tract infection, depression and anxiety outcome was unknown and the menorrhagia, pelvic pain and vaginal haemorrhage was resolving. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Electrocardiogram - on (B)(6) 2016: normal sinus rhythm. Pregnancy test - on (B)(6) 2013: negative. Ultrasound scan - on (B)(6) 2016: normal pelvis . On (B)(6) 2016 , pathology report revealed diagnosis: uterus with both fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis endometrium: proliferative. Myometrium: no specific pathology. Both fallopian tubes: no specific pathology. The fallopian lubes are fimbriated, appear continuous and average 1.0 cm x 0.5 cm. Cut sections reveal no distinct tubal lesions. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record : confirming: abnormal uterine bleeding, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received - new event "depression, mental anguish" were added. Event onset date was updated. On 28-aug-2018: correction following company internal quality review: outcomes for the events abnormal bleeding (vaginal, menorragia) were updated to "recovering/resolving". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" in (B)(6) 2015. The patient's past medical history included multigravida, parity 2 (birth dates: (B)(6) 2013 and (B)(6) 2006.), spontaneous abortion (3), pre-eclampsia, dysfunctional uterine bleeding, colonoscopy in (B)(6) 2011, menarche (age:13 year), premature birth, urinary incontinence and stress incontinence, female. Concurrent conditions included obesity. Family history included malignant breast neoplasm (grandmother maternal), cerebrovascular accident (mother), heart disease, unspecified (father), renal disease (mother), thyroid disorder (mother) and uterine cancer (mother). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy) and surgery (fractional dilatation and curettage/thermochroic iii endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection, cystitis and urinary tract infection outcome was unknown and the pelvic pain was resolving. The reporter considered cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: following event: pain and bleeding she claim resulted from essure decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Electrocardiogram - on (B)(6) 2016: normal sinus rhythm pregnancy test - on (B)(6) 2013: negative ultrasound scan - on (B)(6) 2016: normal pelvis on (B)(6) 2016 , pathology report revealed diagnosis: uterus with both fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis endometrium: proliferative. Myometrium: no specific pathology. Both fallopian tubes: no specific pathology specimen and source: uterus, cervix and bilateral fallopian lubes gross examination received in formalin uterus, cervix, bilateral fallopian tubes. The specimen consists of an 82.0 gram. 3.5 x 61 x 4.2cm uterus and cervix with attached bilateral fallopian tubes {removed prior 10 weighing). The serosa is glistening ian with thickened adhesions. The ectocervix is glistening and demonstrates an ovoid patent os. The endometrium is pink tan. Scar like and averages 0.1 cm. The myometrium measures 2.0 cm at the fundus. Additional sections reveal no distinct myometrial lesions. The fallopian lubes are fimbriated, appear continuous and average 1.0 cm x 0.5 cm. Cut sections reveal no distinct tubal lesions. Representative sections are submitted in four cassettes: a- anterior posterior squamocolumnar junction and uterine serosa. B - a1terioriposlerior endometrium and myometrium. C· right fallopian tube d - left fallopian tube. Microscopic description: unless gross only is specified, the final diagnosis for each specimen is based an a microscopic examination of representative sections of tissue. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record : confirming: abnormal uterine bleeding, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" in (B)(6) 2015. The patient's medical history included multigravida, parity 2 (birth dates: (B)(6) 2013 and (B)(6) 2006.), spontaneous abortion (3), pre-eclampsia, dysfunctional uterine bleeding, colonoscopy in (B)(6) 2011, menarche (age:13 year), premature birth and stress incontinence, female. Concurrent conditions included obesity. Family history included malignant breast neoplasm (grandmother maternal), cerebrovascular accident (mother), heart disease, unspecified (father), renal disease (mother), thyroid disorder (mother) and uterine cancer (mother). Concomitant products included nsaids, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 7 months 12 days after insertion of essure. In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes:urinary incontinence"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and fractional dilatation and curettage/thermochroic iii endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, dysmenorrhoea, vaginal infection, cystitis, urinary tract infection, depression, anxiety and urinary incontinence outcome was unknown and the menorrhagia, pelvic pain and vaginal haemorrhage was resolving. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary incontinence, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Electrocardiogram - on (B)(6) 2016: results: normal sinus rhythm. Pathology test - on (B)(6) 2016: uterus with both fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis endometrium: proliferative. Myometrium: no specific pathology. Both fallopian tubes: no specific pathology. The fallopian lubes are fimbriated, appear continuous and average 1.0 cm x 0.5 cm. Cut sections reveal no distinct tubal lesions.. Pregnancy test - on (B)(6) 2013: results: negative. Ultrasound scan - on (B)(6) 2016: results: normal pelvis. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record : confirming: abnormal uterine bleeding, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Event added: urinary incontinence. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" in (B)(6) 2015. The patient's past medical history included multigravida, parity 2 (birth dates: (B)(6) 2013 and (B)(6) 2006.), spontaneous abortion (3), pre-eclampsia, dysfunctional uterine bleeding, colonoscopy in (B)(6) 2011, menarche (age:13 year), premature birth, urinary incontinence and stress incontinence, female. Concurrent conditions included obesity. Family history included malignant breast neoplasm (grandmother maternal), cerebrovascular accident (mother), heart disease, unspecified (father), renal disease (mother), thyroid disorder (mother) and uterine cancer (mother). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain: pelvic"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy) and surgery (fractional dilatation and curettage/thermochroic iii endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, menorrhagia, dysmenorrhoea, vaginal haemorrhage, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain was resolving. The reporter considered cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: following event: pain and bleeding she claim resulted from essure decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Electrocardiogram - on (B)(6) 2016: normal sinus rhythm. Pregnancy test - on (B)(6) 2013: negative. Ultrasound scan - on (B)(6) 2016: normal pelvis. On (B)(6) 2016 , pathology report revealed diagnosis: uterus with both fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis endometrium: proliferative. Myometrium: no specific pathology. Both fallopian tubes: no specific pathology specimen and source: uterus, cervix and bilateral fallopian lubes gross examination received in formalin uterus, cervix, bilateral fallopian tubes. The specimen consists of an 82.0 gram. 3.5 x 61 x 4.2cm uterus and cervix with attached bilateral fallopian tubes {removed prior 10 weighing). The serosa is glistening ian with thickened adhesions. The ectocervix is glistening and demonstrates an ovoid patent os. The endometrium is pink tan. Scar like and averages 0.1 cm. The myometrium measures 2.0 cm at the fundus. Additional sections reveal no distinct myometrial lesions. The fallopian lubes are fimbriated, appear continuous and average 1.0 cm x 0.5 cm. Cut sections reveal no distinct tubal lesions. Representative sections are submitted in four cassettes: a- anterior posterior squamocolumnar junction and uterine serosa. B - a1terioriposlerior endometrium and myometrium. C· right fallopian tube d - left fallopian tube. Microscopic description: unless gross only is specified, the final diagnosis for each specimen is based an a microscopic examination of representative sections of tissue. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record : confirming: abnormal uterine bleeding, menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received. Outcome of event pelvic pain was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and menorrhagia ('menorrhagia/abnormal bleeding (vaginal, menorrhagia)') in a 31-year-old female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" in (B)(6)2015. The patient's medical history included colonoscopy in (B)(6)2011, multigravida, parity 2 (birth dates: (B)(6)2013 and (B)(6)2006.), spontaneous abortion (3), pre-eclampsia, dysfunctional uterine bleeding, menarche (age:13 year), premature birth and stress incontinence, female. Concurrent conditions included obesity. Family history included malignant breast neoplasm (grandmother maternal), cerebrovascular accident (mother), heart disease, unspecified (father), renal disease (mother), thyroid disorder (mother) and uterine cancer (mother). Concomitant products included nsaids, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 7 months 12 days after insertion of essure. In (B)(6)2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). In (B)(6)2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes:urinary incontinence"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and fractional dilatation and curettage/thermochroic iii endometrial ablation). Essure was removed on (B)(6)2016. At the time of the report, the uterine haemorrhage, dysmenorrhoea, depression, anxiety and urinary incontinence outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, cystitis and urinary tract infection had resolved. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary incontinence, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Electrocardiogram - on (B)(6)2016: results: normal sinus rhythm. Pathology test - on (B)(6)2016: uterus with both fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis endometrium: proliferative. Myometrium: no specific pathology. Both fallopian tubes: no specific pathology. The fallopian lubes are fimbriated, appear continuous and average 1.0 cm x 0.5 cm. Cut sections reveal no distinct tubal lesions.. Pregnancy test - on (B)(6)2013: results: negative. Ultrasound scan - on (B)(6)2016: results: normal pelvis. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record : confirming: abnormal uterine bleeding, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of pelvic pain, menorrhagia, vaginal hemorrhage, vaginal infection, uti, cystitis were updated as recovered/resolved. Rc note added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure (batch no. A57119) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" in (B)(6) 2015. The patient's past medical history included multigravida, parity 2 (birth dates: (B)(6) 2013 and (B)(6) 2006.), spontaneous abortion (3), pre-eclampsia, dysfunctional uterine bleeding, colonoscopy in (B)(6) 2011, menarche (age:13 year), premature birth, urinary incontinence and stress incontinence, female. Concurrent conditions included obesity. Family history included malignant breast neoplasm (grandmother maternal), cerebrovascular accident (mother), heart disease, unspecified (father), renal disease (mother), thyroid disorder (mother) and uterine cancer (mother). Her concomitant medication included generiss. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain: pelvic"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy) and surgery (fractional dilatation and curettage/thermochroic iii endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, vaginal haemorrhage, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: following event: pain and bleeding she claim resulted from essure decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Electrocardiogram - on (B)(6) 2016: normal sinus rhythm. Pregnancy test - on (B)(6) 2013: negative. Ultrasound scan - on (B)(6) 2016: normal pelvis. On (B)(6) 2016 , pathology report revealed diagnosis: uterus with both fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis endometrium: proliferative. Myometrium: no specific pathology. Both fallopian tubes: no specific pathology specimen and source: uterus, cervix and bilateral fallopian lubes gross examination received in formalin uterus, cervix, bilateral fallopian tubes. The specimen consists of an 82.0 gram. 3.5 x 61 x 4.2cm uterus and cervix with attached bilateral fallopian tubes {removed prior 10 weighing). The serosa is glistening ian with thickened adhesions. The ectocervix is glistening and demonstrates an ovoid patent os. The endometrium is pink tan. Scar like and averages 0.1 cm. The myometrium measures 2.0 cm at the fundus. Additional sections reveal no distinct myometrial lesions. The fallopian lubes are fimbriated, appear continuous and average 1.0 cm x 0.5 cm. Cut sections reveal no distinct tubal lesions. Representative sections are submitted in four cassettes: a- anterior posterior squamocolumnar junction and uterine serosa. B - a1terioriposlerior endometrium and myometrium. C· right fallopian tube d - left fallopian tube. Microscopic description: unless gross only is specified, the final diagnosis for each specimen is based an a microscopic examination of representative sections of tissue. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record : confirming: abnormal uterine bleeding, menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 26-feb-2018: the case is medically confirmed. The case concerns 31 year old patient. Her demographics were updated. Her historical condition and family history was added. Lab data was added. Essure indication was amended. Essure lot number was added. Essure removal date was updated. Events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), pain: pelvic pain and she did not underwent an essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (vaginal hysterectomy to remove the essure device on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered uterine haemorrhage, menorrhagia and dysmenorrhoea to be related to essure. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced abnormal uterine bleeding (uterine haemorrhage), amongst non-serious events. Consumer underwent a vaginal hysterectomy to remove essure device three years and four months after the insertion. Uterine haemorrhage is anticipated in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur within essure users. Given the positive temporal relationship and lack of alternative explanation, causality between abnormal uterine bleeding and suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc (ptc global number (B)(4)) company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced abnormal uterine bleeding (uterine haemorrhage), amongst non-serious events. Consumer underwent a vaginal hysterectomy to remove essure device three years and four months after the insertion. Abnormal genital bleeding and menses pattern changes may occur within essure users. Given the positive temporal relationship and lack of alternative explanation, causality between abnormal uterine bleeding and suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Further information will be obtained through the litigation process.